Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents from this lot. The investigation was unable to determine a conclusive cause for the reported failure to seal the perforation and difficult to position. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device. The other graftmaster device is filed under a separate medwatch report.

Event description:
It was reported that on (B)(6) 2017, the patient underwent a coronary procedure to treat a target lesion in the saphenous vein graft to circumflex artery. After treatment of the lesion and implantation of 3 unspecified stents, a perforation was noted. The 3.5 x 16 mm graftmaster stent was deployed at the perforation, but the distal portion of the perforation remained uncovered. A 3.5 mm nc dilatation catheter was advanced to the site and inflated, but the perforation remained. The 2.8 x 16 mm graftmaster stent delivery system was then advanced, but could not cross through the previously implanted graftmaster stent. After removal, without issue, lifted stent struts were noted. An unspecified dilatation catheter was then advanced to the untreated perforation and inflated for 10 minutes. The perforation was then sealed. No additional information was provided.